Event description:
It was reported, the video system center had no image when connected to a scope. The issue occurred during preparation for use for a diagnostic gastroscopy. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated fields: h3, h4, h6, and h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the issue was caused by a faulty patient board. However, the cause of the faulty patient board was not established. Olympus will continue to monitor field performance for this device.